Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a chronic catheter placement procedure, device allegedly experienced fluid leak. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6fr powerline d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. During visual evaluation, a complete diagonal break was noted on the distal end of the catheter and the edges of the diagonal break was noted to be uneven and the surface was noted to be rough. The red luer was noted to have a leak at the distal end of the hub upon infusion and aspirated with no issues. Therefore, the investigation is confirmed for the reported fluid leak issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post a chronic catheter placement, the device allegedly had a fluid leak. There was no reported patient injury.